Event description:
Information received via complaint form indicates that "there is a hole in the tube shaft where the cuff tubing enters the shaft. The endotracheal tube was used on a patient who had an operation on his back and was placed in prone position. The tube was leaking because of the hole in the tube shaft and it was difficult to ventilate the patient."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There was no reports of a patient being harmed as a result of this malfunction. An investigation was conducted on (B)(4) 2013 based on review of the returned product provided by customer. The primary and assembly records, as well as picture review and customer feedback. A small hole was found in the tube which could probably due to inconsistent notching process. This complaint issue has been investigated previously and documented in the CAPA system to address the confirmed complaint and to prevent future occurrences.